Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report that the labeling on a few cartons and vials of one touch ultra test strips were written in a different language other than english and suspected they may have been counterfeit product. The medical surveillance specialist (mss) spoke with the patient on (B) (6), 2010 and obtained the following information. The patient reported that in (B) (6) 2009, she purchased her usual 3 month supply of one touch ultra test strips (quantity of 900) from her regular pharmacy. The patient claimed that she became aware of the alleged issue soon after her purchase and confirmed that not all of the test strip cartons were printed in a different language. The patient stated that she did test her blood glucose with multiple test strip vials whose language was printed in a different language. The patient informed the mss that she did feel she was obtaining both inaccurate high and low blood glucose results with both of her one touch ultralink meters during the 3 month period she was using the subject strips. The patient claimed she was obtaining blood glucose results with her meters that were as high as "400 mg/dl" and as low as "24 mg/dl". The patient was unable to recall specific dates/times these alleged inaccurate results were obtained. The patient further stated when she obtained the high results with her meters, she would take an increased dose of insulin (humalog) per her sliding scale and shortly afterwards would develop symptoms of feeling sweaty, shaky and impaired vision. In response to the symptoms she would treat self with food and drink. The patient stated when she obtained low results with the meters, she would take a decreased dose of insulin, if any, and at a later time would develop the symptom of thirst. When she developed this symptom, the patient reported that she would treat herself with insulin. During the time of the follow-up, the patient was unable to confirm which test strip lot number(s) she was using at the time she obtained the alleged inaccurate results. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.